Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking co2 when the instrument was taken out from the trocar. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. There is no additional information available.